Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memory gel siltex round moderate profile 325cc gel-filled breast implant, catalog # 3543257, lot # 218803. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a mentor memory gel siltex round moderate profile 325cc gel-filled breast prosthesis that deflated after implantation. The device was on the patient¿s left side. During explant surgery scheduled for a right-side hematoma, both devices were found to be ruptured. Both devices were removed on (B)(6) 2017. Originally, this event was reported to mentor as a unilateral hematoma (right side) event. It was subsequently reported via asr on mentor report submission number asr-(B)(4). However, on (B)(6) 2018, mentor was made aware that both the left and right devices were found ruptured during explantation surgery. Since this event was reported to mentor after (B)(6) 2018, mentor is no longer eligible to submit this event via asr. Thus, it will be reported as a 30-day MDR with an awareness date of (B)(6) 2018.

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with cloudy gel inside. Black material was observed both within the device and on the shell surface. A rent was observed within an area of cracking siltex on the posterior aspect, measuring approximately 0.4 cm. No other anomalies were observed. Because a rent was found on the device, the complaint was confirmed. The mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. At this time is not possible to determine the origin of the black material observed. Cracking siltex is defined as a material separation occurring in the siltex layer, which can eventually progress through the shell of siltex devices. Mentor believes that cracking siltex is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high-temperature vulcanization) shell of siltex breast implants. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).